Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. In the visual inspection was noted that the first plate was deployed, the second plate was attached in the needle. The plates as well as the suture do not show structural anomalies as well as the needle and the suture. The silicone retention sleeve was cracked in the middle. The device was connected into the test omnispan gun, the silicone sleeve wrinkled in the part damaged and caused an obstruction when pressing the trigger to release the second plate. A manufacturing record evaluation was performed for the finished device under 9l33382 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the sleeve damage can be attributed to procedural variables, such as device handling or product interaction during the procedure, this damage in the silicone sleeve could have caused a mechanical obstruction of the second plate when it was going to be deployed, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure eon (B)(6) 2023, it was observed that the omnispan meniscal repair system/27 degree device did not fire again after the first firing. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.